Manufacturer narrative:
Updated fields.

Event description:
Follow up and final report triggerd when customer response revealed no paient invovlement and event date. Device analysis was already completed on inital report.

Manufacturer narrative:
Device evaluation. Device received in good physical condition. High alarm displayed: cassette not attached properly was recorded in event log. Visual inspected the pump and attached cassette onto the device the customer reported condition was confirmed. Further investigation of the pump and determined that faulty latch lock flex caused the issue. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 2120 cassette not attached. No adverse patient effects were reported.